Event description:
It was reported that the insulin pump had delivery anomaly due to when customer suspends the insulin pump his blood glucose kept dropping. Customer's blood glucose was unknown. Troubleshooting was done. He reported that he could smell insulin on the reservoir and when he suspends it does not stop the flow. He stated there was no change in the settings and he does not get any error messages on the insulin pump. He reported that he had to disconnect the insulin pump due to blood glucose was going down so fast. His blood glucose went down to below 60 mg/dl and blood glucose goes up to 150 mg/dl and when he reconnects to the insulin pump it starts dropping down and goes back and forth. Customer's last blood glucose was 156 mg/dl. The customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.